Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.7; second test inr = 1.6.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070614. First test inr = 1.7; second test inr = 1.6. Mean = 1.65; sd = 0.07; %cv = 4.28. The %cv is less than 20%. The precision passes the criteria for precision. The test is considered precise and further testing is not required at this time.